Event description:
Customer reported a hospitalization due to high blood glucose. The blood glucose reading was 570 mg/dl. Customer treated with a bolus. She stated that drive support cap appeared to be normal. She stated that there were no air bubbles in the tubing and no leaks. She was advised to run a manual prime and stated that insulin did exit. She stated that the basal rate and bolus wizard settings were correct. Customer was unable to perform a high pressure test and was not able to change out the infusion set at that time. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).